Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that blood glucose was 400 mg/dl due to insulin pump not alerting that reservoir was low. Alarm history showed two low reservoir alarms. Customer became uncooperative and did not want to provide anymore information.